Event description:
This complaint was forwarded by merz (B)(4). A patient received 0.25cc of radiesse injected into her nasion on (B)(6) 2013. One day later ((B)(6) 2013) the patient visited the clinic because of pain, swelling and bruising on the injection site. As time went by, the patient's signs and symptoms were getting worse, so the physician started to use antibiotics from (B)(6) 2013. Also the physician did debridement on (B)(6) 2013. Still now ((B)(6) 2013) the patient is taking antibiotics and carefully observed by the physician with continuous dressing.

Manufacturer narrative:
The patient was treated with antibiotics and steroids. On (B)(4) 2013 follow-up information was received reporting the patient is under treatment and almost healed. The device history records for radiesse were not reviewed as the lot number was unknown.